Event description:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2018-04642.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2018-04642.

Event description:
It was reported that the patient was not receiving effective therapy from their system. Troubleshooting revealed high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.